Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 bd micro-fine¿+ pro pen needles were clogged and had no medication flow during the priming process. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming in a few products."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 3 bd micro-fine¿+ pro pen needles were clogged and had no medication flow during the priming process. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. According to the user's report, the drug solution did not come out upon priming in a few products."